Manufacturer narrative:
The initial failure description was that the rotaflow display "flow reading was lost" during the patient treatment. The blood circulation never stopped. A getinge service technician was onsite on 2021-02-26 to repair the affected rotaflow. The ECMO team had the affected rotaflow running on a test circuit for about 24 hours without the reported issue. The technician tested the device again with a second circuit. The failure could not be reproduced. The rotaflow was tested and passed all tests. The device is returned for clinical use. The rotaflow risk analysis version v06 chapter h1.1.1.18 and h1.1.1.35 ( dms# 2023689) was reviewed on 2021-03-03 with following outcome: malfunction of the flow measurement system: 1. Zero flow calibration failed. 2. Incorrect flow measurement. 3. Device used out of specification. 4.software error. Bubble/flow sensor failure, e.g.: 1. Malfunction of bubble/flow sensor electronics. 2. Dried contact gel. 3. User forgot renewing contact gel. 4. Sensor not detected although sensor is connected. 5. Device used out of specification. 6. Software error. The product in question was produced in 2018-10-04. The review of the non-conformities during the period of (B)(6) 2018 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on the investigation results the reported failure could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required

Event description:
It was reported that the user lost the flow reading during patient treatment. Only dashes have been displayed. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).